Event description:
A medical centre in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a heater wire adapter could not be connected to the expiratory tube of an rt340 adult dual-heated evaqua breathing circuit due to a broken heater wire pin. This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the inspiratory and expiratory tubes of the complaint rt340 adult breathing circuit was returned to fph in (B)(4) for inspection. Both tubes were performance tested and visually inspected. Results: full insertion of the heater wire pins of the inspiratory tube with the heater wire adaptor was achieved, but full insertion of the heater wire pins of the expiratory tube with the heater wire adaptor was not achieved. Further inspection revealed that one of the heater wire pins on the expiratory tube was split. A lot check revealed no other complaints of this nature for lot number 110922. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend or split the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent or split pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent or split during production or by the end user. (B)(4).